Event description:
Pt (patient) reported 2 times the connected spot where precision ftubing and needle that set connected started leaking and quite a bit of medication leaked out (unsure how much). Unknown if patient missed a dose. No adverse events reported. Unknown if patient has defective device on hand. No additional information reported. Reported to (B)(6) by: patient/caregiver. Reference report: mw5157355.